Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in 2008 that a spyglass irrigation pump was planned to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed the same day. According to the complainant, during preparation, the pump failed to continuously rotate its rollers to sufficiently irrigate through the spyglass system. Another device (unk MFR) was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."